Event description:
The v60 ventilator was received at the international service center for evaluation. During run-in the battery did not operate. There was no patient involvement.

Manufacturer narrative:
The power management (pm) board was returned at the v60 vent manufacturing facility for evaluation. Visual inspection of the pm board revealed no evidence of damage or contamination. The power management board was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac and delivered breaths. The test ventilator did not power up from backup battery and delivered breaths. The test ventilator did not transition from ac to battery when ac power was removed. During debugging, found d3 (switching diode) open and d37 (switching diode) shorted on the power management board. D3 and d37 were replaced on the power management board. Pm board was re-installed in the fi test ventilator. This time the unit did not have any power issues and passed all tests. Therefore, the root cause for the customer's report of unit not operating on battery was due to the d3 diode being open and the d37 diode being shorted.